Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose readings and hospitalization from the insulin pump. The customer's blood glucose reading was 183 mg/dl while his blood glucose reading was a 3 hour warmup. The customer was advised that sensor and blood glucose meter readings will be close, but rarely match due to how glucose travels in the body. The customer was advised that there may be larger differences after meals, bolus delivery, or when arrows present on sensor graph. The customer stated that the pump alarmed constantly when he was having low alerts. The customer stated that he did not feel like he was having low blood glucose readings because the pump did not properly alert him. The customer stated that he calibrates in the morning before breakfast, before lunch, before dinner and before sleeping. The customer declined to troubleshoot for low blood glucose hospitalization due to possibly delivering too much insulin.